Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshoot was performed. Customer¿s blood glucose was 248 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. Threshold low suspend limit in sensor settings is 60. Sensor will not return for analysis.